Event description:
It was reported that the atrial fibrillation burden and high rate patient alert tripped. The complainant also inquired what the alert meant, and what to do about it. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.